Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 45-47 (mg/dl). Juice was consumed to treat the low bg level. Reportedly, the cause of the low bg was due to insulin stacking which was caused by delivering a bolus along with 2 units of insulin via manual injections after consuming lunch. Recommendation was made to consult with healthcare provider regarding diabetes management.